Manufacturer narrative:
A visual inspection of four opened and used enlite sensors found the sensor cannulas were retracted inside of the sensor bases. Unable to confirm if the customer received the sensors in said condition due to the sensors were retuned opened and used. No broken cannula during our analysis. Inspected the introducer needles for burrs, hooks and dull needle tip defects and none were found; all introducer needles passed per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was 6.8 mmol/l at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
A visual inspection of four opened and used enlite sensors found the sensor cannulas were retracted inside of the sensor bases. Unable to confirm if the customer received the sensors in said condition due to the sensors were retuned opened and used. No broken cannula during our analysis. Inspected the introducer needles for burrs, hooks and dull needle tip defects and none were found; all introducer needles passed per specifications. If information is provided in the future, a supplemental report will be issued.